Manufacturer narrative:
Date of initial report: (B)(6) 2017 the return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported a patient burn. No further information has been provided.

Manufacturer narrative:
The returned sample met specification as received by medtronic. The customer reported a patient burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no fault and the unit is working within specification. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a patient burn. No further information has been provided.